Event description:
It was reported by the patient that approximately four months post implant of an implantable pulse generator (ipg) that their heart stopped and they collapsed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.